Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between 01/01/2008 - 10/23/2010 of complaints for additional reportable events. No other issues were noted with this instrument; it was otherwise performing within specifications. A field service engineer was not dispatched. Raw data from instrument reading were not provided by the customer for review by beckman coulter representative. The root cause of the erroneously elevated result is unk.

Event description:
The customer stated that on (B)(6) 2009 the lh750 hematology analyzer generated an erroneously high white blood cell (wbc) count result of 0.49 (490/ cc mm) on a knee fluid sample from one pt. The sample had been treated with hyaluronidase. A manual wbc count was performed and the result was 11/ cc mm. The erroneous result was reported outside the laboratory with a corrected report subsequently issued. There were no reported changes to pt treatment associated with the incorrect result.